Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that a system message was displayed instructing them to disable universal surgical manipulator (usm) 2. The user had already restarted the patient side cart (psc), but the message persisted, so they proceeded clinically with three usms and disabled usm 2. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.